Event description:
The customer reported unintended movement of the bed to reverse trendelenburg position. After a while, however, the movement stopped. The patient was on the bed at the time of the event. No injury was sustained. An arjo representative (technician) attended the bed for inspection, but did not detect any malfunction or error codes. During his visit at the site, the technician observed that patient's mother was leaning over the side rail controls. It might have been the cause of activating the movement without intention. The nurse also stated that the patient's mother was leaning on the side rail control panel, causing movement.

Manufacturer narrative:
Based on the information provided by both the arjo service technician and the nurse, the patient's mother was leaning on the side rail, to which the bed control panels are built-in. Given that the bed movement stopped after just a while, it is most likely that the patient's mother unintentionally activated the function on the bed control panel when leaning on it. The IFU for citadel bed 830.213 rev. G includes the following information related to prevention of unintended movement as reported in the investigated scenario; - "lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed". Arjo device failed to meet its performance specification since unintended movement was reported. The device was used for a patient treatment when the movement occurred. This complaint is deemed reportable due to unintended movement of the bed to the reverse trendelenburg position.

Manufacturer narrative:
In reference to FDA document number (B)(4) from 25 aug 2020, arjo would like to present our rationale for the decision to cease reporting of some malfunctions which have been classified by arjo as ¿unintended movement¿ (device problem code ¿3026¿) or ¿unintended system motion¿ (device problem code ¿1430¿). Arjo retrospective review of MDR reports on medical beds (product code fnl) reported under FDA establishment identifier (B)(6) for manufacturing facility arjohuntleigh polska sp. Z o.o. Revealed several types of unintended bed frame movements. During the comprehensive review we have been able to differentiate four malfunctions which arjo believes are highly unlikely they result in any injury. These malfunctions have never caused or contributed to a serious injury or death in the past. The following malfunctions were identified as not meeting the MDR reporting requirements: a. Bed moves on its own during standard service repair or maintenance procedure, b. Bed unintentionally activated by user, c. Bed moves in a different direction than commended to, d. Bed platform, knee or leg section of the bed moves on its own without any commands being given, arjo attaches thorough analysis to this report of the listed above malfunctions for your reference. Based on the analysis, arjo decision is to cease reporting the above scenarios since they are not meeting the MDR reporting requirements define in 21 cfr 803. Based on the analysis performed, arjo believes that these scenarios have never resulted in any injury and it is unlikely that these malfunctions result in a serious injury in the future. We will continue to take each complaint of this nature seriously and carefully monitor these events for any changes within the presented scenario. We will keep reporting all events of deaths and serious injuries that the arjo device has or may have caused or contributed to.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
The customer reported that the bed started to move into reverse trendelenburg position by itself without command. The arjo representative inspected the bed and did not find any malfunctions or error codes. The customer said that the bed moved again. The nurse said that the patient's mother was leaning on the side rail, which has the bed motion control buttons built-in. The nurse believed that patient's mother accidentally activated bed function while leaning on the bed. It was decided to replace the bed despite no malfunction was detected. At the time of the event the patient was on the bed. No injury was sustained.